Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2011, a vns treating physician reported that the vns pt had high impedance and was being referred for surgery in (B)(6) 2011. Clinic notes from the physician were received through case mgmt. Clinic notes dated (B)(6) 2011 state that upon interrogating the generator, the lead impedance was high and greater than 10,000 ohms. System diagnostics showed high impedance as well. The clinic notes also report that the pt was hospitalized ten days prior due to an increase in seizures, the pt's auras were increased, and that the pt was experiencing pain in her left jaw and irritability. The physician states that the worsening seizure control, irritability and left jaw pain is perhaps related to the lead issue. The pt thought that maybe the high impedance could be related to chiropractic manipulation that she has had on her neck. The pt was programmed to 0ma prior to leaving the clinic. The pt was referred for x-rays but they have not been sent to the MFR for review. Add'l info has been requested from the physician but no further info has been received to date. If add'l info is received, it will be reported.